Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the hansen connectors at the initiation of treatment and the machine alarmed. Estimated blood loss was 400cc's. Test strips confirmed the blood leak. Patient had no adverse effects. Sample was discarded; sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.